Event description:
Additional information received notes that programming changes were performed to resolve the post-paced t-wave oversensing. The patient condition was stable before, during, and after.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed post-paced t-wave oversensing on their implantable cardioverter defibrillator (ICD). Programming changes were discussed, no changes or interventions were reported. The patient condition was not known.